Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had insulation damage and the right atrial (ra) lead had high impedance and was possibly fractured. The physician indicated the leads were damaged due to subclavian crush. The leads were explanted and replaced. No patient complications have been reported as a result of this event.